Event description:
The pt contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that she used the ez breathe atomizer to alleviate her asthma symptoms. She added that the device failed to produce an aerosol mist while she experienced an asthma attack. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful at the time of this medwatch submission.